Event description:
The customer stated they were performing perio maintenance on the 69 year-old male patient with this scaler product when the bur, the acclean ergo x-thin universal, item code # 112-6734, broke while they were removing calculus. They were able to retrieve the broken piece(s). There was no patient injury. The speed was not able to be provided. They normally disinfect/ sterilize the acclean instrument by wiping with cavicide then running it through their autoclave. This is the first time this happened.